Event description:
In march 2005, a pt was operated for a brian tumor removal. And a hydrocephalus appeared following the surgery, treated by an external drainage system. After stabilization of the pt status, an internal shunt was implanted in 2005. In 2005, the implanted sm8 adjustable pressure valve efficiency was verified, using a water column. Valve dysfunction was concluded, but no matter was noted on reservoir and venticular catheter. After replacing the valve, the pt recovered.